Manufacturer narrative:
This info was not provided during initial report. Add'l info has been requested. Synthes is unable to determine mfg site or mfg date without a part number or a lot number. Synthes is unable to determine 510(k) # without a part number or lot number. Investigation is ongoing; no conclusion could be drawn as no device was returned or lot number provided.

Event description:
Status post periprosthetic midshaft femur fracture, distal to a total hip. Second non-union surgery. First non-union was 1 year ago. Pt complained of pain in right femur. Revision due to non-union. Pt revised to plate and screws. This is the 18th of 18 reports submitted on this event.